Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing up for registered nurse (rn) to dispense. A technical support specialist found medication wasn't appearing during dispensing due to 'split allowed' being enabled without a configured fractional unit; it was mandatory to configure the fractional unit of measure to either strength or volume, once the fractional unit of measure was configured, the medication should dispense successfully from the machine. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication ceftriaxone 2-gram vials was not showing up for user to dispense. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication ceftriaxone 2-gram vials was not showing up for user to dispense. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.